Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage and connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd infusion set had connection issues the following information was received by the initial reporter with the following verbatim it was reported by the customer that a chemotherapy leak was reported from a fresenius fluid bag with bd secondary tubing and phaseal cstd. The chemo was leaking from the spike in the bag as well as the cstd had malfunctioned and disconnected from the end of the tubing. Medication had leaked into the haz bag (all chemo's are double bagged with hazardous chemo bags).